Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. During lens implantation, the capsule tore. The reason for the capsule damage is unknown. The lens was removed and replaced with a different lens model. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.